Manufacturer narrative:
(B)(4): the carefusion field service engineer evaluated the ventilator and found yellow banner error "no cal data" and "invalid serial number". Otherwise unit meets all company specs for volumes, pressures, flow, and o2 cell cal. Screen was not actually "frozen up" but only needed calibration.

Event description:
The customer reported that the ventilator displays "no cal data" banner while in patient use. Patient was placed on another ventilator, no patient harm.